Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced hyperglycemia. The customer reported that he had high blood glucose levels of 33.3 mmol/l. The customer reported that the insulin pump received no delivery and motor error alarm. Troubleshooting was performed. Customer reported that the event was resolved by changing complete infusion set and reservoir. The customer stated that his current blood glucose level was 26.3 mmol/l. Product is not expected to return for analysis. Additional device related incidents: infusion set ((B)(4)); reservoir ((B)(4)); insulin pump ((B)(4)).